Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection along with magnification was performed which observed embedded, dark speck particles in the inlet female connector end. The reported condition was verified. The cause of the condition is inherent to the manufacturing process, as the particulate matter was embedded in the inlet connector. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the "lid" (not further specified) of a syringe inlet appeared to have black spots. There was no patient involvement. No additional information is available.